Event description:
It was reported that during a laparoscopic umbilical hernia procedure, during mesh fixation, the first tacker fired only 5-6 tacks, the shaft became separated from the handle, making it difficult to fire the device. The surgeon replaced the device with another tacker but the case worsen; tacks were not able to hold the mesh and got disengage into cavity. The surgeon had to give some extra counter pressure due to which shaft got bend and stuck in trocar. In order to remove it surgeon had to cut through shaft. Tacks disengaged and fell into the cavity of the patient, which were retrieved by the surgeon using a grasper. Surgical time was extended by more than 30 minutes. Suturing was performed to complete the case.

Manufacturer narrative:
D10 concomitant product: abstack15, abstack15 abs fixation device 15 tacks, (lot # n3h2018y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.